Manufacturer narrative:
(B)(4). Conclusion: the representative samples were returned for evaluation. Visual and functional examinations revealed that samples met all specified requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a horse underwent an equine castration procedure on (B)(6) 2016 and suture was used for subcuticular layer. The suture broke in multiple places post-operatively at the same day as the procedure, during recovery, and the spermatic cord with skin superficial layers were re-closed. It was also reported that knots were intact and the suture was placed as a continuous stitch.